Event description:
It was reported that while in surgery to do new implant of other lead system, existing left extension was damaged as could be seen visually at the end near implantable neurostimulator (ins). Rep reported there was unusual scarring down the extension and possible tunneling down the same side for the new extension. The left extension was replaced and the issue has resolved.

Manufacturer narrative:
Continuation of d10: product ID b3400060m. Serial# (B)(6). Implanted: (B)(6) 2023. Explanted: (B)(6) 2026. Product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: b3400060m, serial/lot #: (B)(6), ubd: 02-apr-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided by the manufacturer representative indicating that the cause of the extension damage is unknown, with no specific contributing factors identified other than the extension being stuck in tissue during a battery change; the scarring issue was addressed by replacing the extension; the matter has not been resolved and no further action will be taken; this information has not been confirmed by the physician.